Event description:
The collimator is freely rotating and was discovered that the collimator chain is broken. The chain was replaced.

Manufacturer narrative:
An MDR has been submitted previously regarding this issue. Please reference MDR# 2914292-2006-00023. A product modification has been developed that will monitor the collimator chain tension and initiate an interlock if any chain slippage or breakage is detected.